Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator(ICD) was oversensing myopotentials. No changes or interventions were reported. There were no patient consequences.